Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they hospitalized on unknown date as were experiencing diabetic ketoacidosis and high blood glucose level 26. 3 mmol/l. Hospitalization was for four days. Customer stated that insulin pump was not working properly as blood glucose level was going down. Customer was experiencing abdominal pain and headache. Customer was treated by manual injection and intravenous insulin drip. Insulin pump was on auto mode. Device will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. No bluetooth communication anomaly between pump and mobile phone noted. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of jan 21, 2022, there is no unexpected alarms/suspends and found bolus deliveries of daily total of bolus insulin delivered: (25.9 u) bolus. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump upload using blue adaptor to carelink and carelink personal was unsuccessful. Error message, unable to complete upload data to the server was noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued carelink upload. An error message, unable to complete upload data to the server was noted. Carelink upload anomaly was confirmed, problem isolated on the pcba2. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Bluetooth communication anomaly between pump and mobile phone was not confirmed. Carelink upload anomaly was confirmed, problem isolated on the pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.